Event description:
Inew information received notes that external defibrillation was delivered by ambulance personnel. Additionally, high voltage (hv) therapies were disabled at the time of backup. Programming changes were performed to resolve the issue. The patient status was noted as improving.

Event description:
It was reported that the patient experienced an arrhythmia and presented to the intensive care unit (ICU). The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had delivered inadequate high voltage (hv) therapy and required external defibrillation. Additionally, device interrogation revealed that the ICD was in backup mode. No changes or intervention was reported. The patient is recovering after the shocks.

Manufacturer narrative:
Further information was requested but not received.